Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy and had an infection. While the patient was performing the therapy, they could not breathe due to an unrelated issue and cut the transfer set in order to drain out. The patient used a pocket knife that they had in their pocket. The patient did go to the hospital by ambulance and was hospitalized for 4 days. The nature of the infection was not reported and additional information was unable to be obtained. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Required intervention to prevent permanent impairment / damage (devices) ¿ although the treatment for this event was not reported, during the follow up, the patient stated that "they always gave me the same antibiotic" when referring to the treatment. The date of the reported event and the onset of the infection was unknown, but was sometime in (B)(6) 2014. The device was not returned for evaluation. There was a reported break in aseptic technique by the patient and an infection. The patient was reported to have cut the transfer set which is a breach of aseptic technique and is known to be able to cause an infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (The other event of cutting the transfer set is reported under (B)(4)).